Event description:
Received info stating customer received an occlusion alarm. The cannula was severely kinked. The customer's blood glucose (bg) level was impacted. Reportedly, the customer switched out the cannula and bg level was within normal range the following morning.

Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.